Event description:
In 2008, the pt reported experiencing pain while inserting her infusion sites over the past few weeks. She stated that the cannulas of the infusion sets are often bent upon removal. At the time of the report, the pt reported that she was experiencing an occlusion (e4) error. To troubleshooting, the pt was instructed to disconnect from her infusion site and to bolus. She was able to do so without error. She was advised to change her infusion site. She stated that the cannula was bent. No physiological effects were reported. The pt was sent info on infusion site management. The pt did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.